Manufacturer narrative:
Findings: unit received with button error alarm and had unresponsive act button due to moisture damage keypad traces. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that he got caught in the rain. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.